Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested. The ventilator was investigated by the user facility. It was reported that o2 connector was leaking. The o ring of the o2 connector was found damaged. If the o2 connector is not disassembled, the o ring would not be damaged. This indicated that the damaged was most likely caused by the user facility. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator's o2 gas module was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).